Event description:
It was reported that during a stent placement procedure, the stent was allegedly found to be twisted in its proximal third. Due to the damage to the stent , blood flow through the stent was found to be irregular and additional intervention was done to prevent patient injury. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g5. H10: d4 (expiry date: 06/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not available for evaluation. Hourglass like deformation of the stent on x-ray images provided confirm that the stent was twisted in the sfa. In this case a balloon pre dilation was performed, and the stent was placed overlapping to another stent. Based on the information available the investigation is closed with confirmed result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use state: 'to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' Holding and handling of the system throughout deployment was found described in detail in the instructions for use. The instructions for use further state: 'if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit.' Regarding pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques', and 'post stent expansion with a pta catheter is recommended.' H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent was allegedly found to be twisted in its proximal third. Due to the damage to the stent , blood flow through the stent was found to be irregular and additional intervention was done to prevent patient injury. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified. Expiry date: 06/2022.

Event description:
It was reported that during a procedure, the stent was allegedly found to be twisted in its proximal third. Due to the damage in the stent , blood flow through the stent was found to be irregular and additional intervention was done to prevent patient injury. There was no reported patient injury.